Event description:
It was reported that this unknown proponent pacemaker detected increasing right ventricular (rv) threshold and, as the patient has sick sinus syndrome, the physician wanted to see if the patient would get along with only atrial pacing. Exercise bicycle test was done to see if the patient developed atrioventricular (av) block during exercise. On resting stage, it was noted it seemed that the device was pacing on t-wave, and the physician is wondering if this could be connected to rhythmiq operation. As no av block occurred during exercise, the device is now programmed to aair mode. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.